Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. Post-implant the patient was on dual antiplatelet therapy. On (B)(6) 2025 transesophageal echocardiogram (tee) was performed which identified a small thrombus. The patient took eliquis. Follow-up tee on (B)(6) 2025 showed resolution of the thrombus.

Event description:
It was reported thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. Post-implant the patient was on dual antiplatelet therapy. On (B)(6) 2025 transesophageal echocardiogram (tee) was performed which identified a small thrombus. The patient took eliquis. Follow-up tee on (B)(6) 2025 showed resolution of the thrombus.